Manufacturer narrative:
Diopter corrected to "-9.00/+1.0/167" in the initial MDR. The reporter indicated that a 13.2mm vticm5_13.2 -9.00/+1.0/167 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged due to refractive surprise. The reporter stated that "the exchange went well and the patient is happy". The problem was resolved. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.00/+10/67 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Refractive suprise was observed, the lens remains implanted with exchange planned. Patient is fine.